Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the actual product has not been returned, a reproduction check was performed using a representative device (maj-2315/lot: h2831) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Although the lot of the actual product is unknown, since there was a shipping track record of the design change product before the event date, this complaint was determined to be due to a design change product. Based on the results of the investigation, although the root cause could not be identified, the distal cover likely came off the scope easily due to insufficient attachment. The event can be detected/prevented by following the instructions for use (IFU) which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." "Attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the single use distal cover came off of the evis exera iii duodenovideoscope and was found in the intubated patient¿s mouth after the procedure during routine oral care. The cover was removed from the mouth by hand. The intended procedure was an endoscopic retrograde cholangiopancreatography (ercp) and the patient was treated for retained common bile duct (cbd) stone. There were no procedural difficulties or anatomical challenges that contributed to the cap falling off. The procedure was completed with the same scope and there were no procedural delays. The cap was inspected prior to use with no abnormalities noted. There was no patient harm reported. Related patient identifier (B)(6) (evis exera iii duodenovideoscope tjf-q190v sn (B)(6)).